Manufacturer narrative:
Concomitant products: 419688 non-defib lead, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, low impedance and noise. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.